Manufacturer narrative:
(B)(4). Batch # t9375l. Investigation summary: the device was returned with the bottom portion of the I blade out of the lower jaw channel; the lower jaw channel was damaged. In addition, due to the I-blade was at the wrong side the electrode got damage the device was connected to the generator and it was recognized. Because of the condition of the device not all functional testing could be performed with the generator. The jaw was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during a hand assisted sigmoid colectomy the enseal instrument had an unknown issue during the procedure. It was not reported how the procedure was completed. There were no patient consequences reported.